Manufacturer narrative:
Insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted during testing. Device had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.

Event description:
Customer reported that the insulin pump alarmed button error and the alarm could not be cleared. Blood glucose value was 284 mg/dl. Nothing further reported.